Manufacturer narrative:
Initial and final MDR 1924774- MDR 3003442380-2024-17616- device 4 of 8.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that he receives an alarm and hospitalization due to hyperglycemia and high ketones within 2 days of use. High blood glucose level was displayed high and treated by correction bolus via pump, IV and fluids of saline and insulin. No further information was available.